Event description:
The stent was deployed in the vessel. Another MFR's post dilatation balloon was placed for further expansion. However, upon removal of the balloon catheter, the stent accordioned and came back with the post dilatation balloon.